Manufacturer narrative:
Investigation summary: bd requested samples and/or photos of the product, but none were provided by the customer for evaluation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for complaints relating to stopper pop off. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Investigation conclusion: a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Root cause description: a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. Pr# (B)(4). Rationale: based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with stopper pop off and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stoppers were popping off of 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure during and after use. No injury or medical intervention.